Event description:
This lead was attempted on (B)(6) 2012 and not used for an unknown product performance issue. The procedure took place at (B)(6), with (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)